Event description:
A site rep called during surgery stating the stealth would not see the reference frame. He showed green status but there were no balls in the tracking window. A medtronic rep had him exit out of the software and come back in. The software recognized the frame and he was able to continue with surgery, using the polestar integration sys. There was no impact on the pt outcome.

Manufacturer narrative:
Pt info was not available at time of this report. Eval of the sys is pending as of the date of this report.